Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate bursts of anti-tachycardia pacing (atp) and an electric shock due to atrial under sensing that led the device to read the ventricular rhythm as greater than the atrial rhythm. Programming options were recommended. Additional information was received from the field mentioning that the ICD delivered inappropriate atp and shocks for what appears to be atrial or sinus driven rhythms, related to rapid ventricular response. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate bursts of anti-tachycardia pacing (atp) and an electric shock due to atrial under sensing that led the device to read the ventricular rhythm as greater than the atrial rhythm. Programming options were recommended for this ICD that remains in service. No adverse patient effects were reported.